Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the surgeon was feeling the arms loose when controlling them and they could not move them normally. Prior to contacting technical support, they had already disconnected instruments from the cannulas and rebooted the system with no improvement. The technical support engineer (tse) checked error logs and found error 282 pointing to recognition issues in universal surgical manipulator (usm) 2. Tse guided customer to reconnect all sterile adapters and power cycle the system. Customer decided to completely replace the sterile adapters and then power cycle the system and then begin the docking again. After doing so, tse checked that error 31088 appeared pointing to errors on the same usm. Tse asked customer to try connecting a different instrument. Tse asked customer if surgery could be performed with just 3 arms, but it was not the case. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the reporter clarified that the arms were loose, and the instruments moved ¿alone¿, the instruments did not follow the movements of the surgeon in the console. Even with 3 arms, the problem was still happening. The surgery was not converted, they woke up the patient and planned to do the surgery in another time. There was no port size incision or adding additional ports as they just closed the ports and planned to do it another day. There was no injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced usm to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained. .

Manufacturer narrative:
The universal surgical manipulator (usm) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaints via error logs but could not reproduced the issue in-house. The usm was tested on an in-house system in normal mode where it passed. The usm was tested on a psc fixture test platform (pftp) where it passed. The carriage axes controller, carriage rfid (accr) assembly and presence pins will be replaced as a precaution to the reported problem.

Event description:
Refer to h10/h11 for follow-up information.